Manufacturer narrative:
The caregiver and home health aide of the patient were contacted, and they stated that the caster has not yet fallen out, but it is in the process of no longer supporting the patient. When the patient is in the sling, the whole caster leans to the side, which causes the lift not to roll, and the lift becomes unstable and tips. The maintenance safety inspection checklist within the portable patient lift and sling owner's manual indicates that on a monthly basis the casters and axle bolts should be inspected for tightness. If any parts are worn, they should be replaced immediately. The product was not returned to invacare for evaluation. The reported issue could not be verified, and the underlying cause could not be determined. Since the manufacture of this device, updates to the caster assembly design specifications and incoming inspections have been implemented. The lift has been taken out of service, and the caregiver is working with their dealer to repair the lift. Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that it was reported to her that the caster fell off.